Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. A device replacement was expected as soon as possible, however the device remained in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced due to suspected premature battery depletion. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. A device replacement was expected as soon as possible, however the device remained in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced due to suspected premature battery depletion. The device was returned to the manufacturer for analysis.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. A device replacement was expected as soon as possible, however the device remained in-service at this time. No adverse patient effects were reported.